Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: when knotting smaller anastomoses, the suture material frayed during surgery, according to surgeon. The more knots he placed, the more fibers would have formed on the knot. The surgery was completed with a different suture material and there was no impact on patient well-being. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the suture broke easily. There were no patient consequences reported. Additional information was requested.